Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml; 96.1 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient experienced "a lot of spasticity." The patient missed a refill at the end of (B)(6). The pump was not alarming. The reporter was seeking a doctor to fill the patient's pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.